Event description:
Additional information received indicates that surgical intervention took place where in the leads were explanted and replaced with new leads addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00886. It was reported that the patient experienced ineffective therapy. Reportedly, patient had no fall or trauma, but had bent excessively. X-ray confirmed that the leads have migrated as such, surgical intervention may take place at a later date to address the issue.